Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. Both haptics are broken in the distal area (returned). The optic is cut into two portions, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified viscoelastic. The reporter indicated on a questionnaire that ¿no cartridge used¿. The root cause for the reported "vitrectomy" could not be determined. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported at the moment of implant of an intraocular lens (iol), the anterior haptic fractured. The lens was removed and a vitrectomy was performed. A backup lens was used to complete the procedure. Additional information was requested.